Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21260. It was reported the patient experienced ineffective stimulation due to a lead fracture. As a result, the patient's lead was explanted and replaced. Effective therapy was established. It is unknown which lead was fractured. As such, both leads are being reported.